Event description:
It was reported that asymptomatic patient presented in operating room for routine system change out procedure. During the procedure while implanting a new right atrial lead, the lead exhibited low impedance after initial placement. Multiple attempts at repositioning were unsuccessful. The clinician decided not to use the lead and replaced it with a new atrial lead. The patient was reported to be stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.